Manufacturer narrative:
Additional information has been provided in h.6. And h.10. The contract manufacturer's evaluation of this reported event have been completed. The regulator was not returned for evaluation. A review of the batch production record for provided lot number was performed and confirmed the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The regulator was not returned for evaluation. The regulator was manufactured on november 30, 2016. With no additional, related information provided, the customer reported event could not be confirmed. This investigation is being pursued at this time using available information. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was no gas flow in the pressure regulator. Additional information has been requested.